Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the patient experienced high blood glucose levels on (B)(6) 2025. The patient started with a new pump the day before blood glucose was rising. The patient went to the emergency department and eventually shifted to the hospital due to diabetic ketoacidosis and positive ketones. The blood glucose levels were 21 mmol/l and ketones were 7 mmol/l at the time of admission. The patient was treated with intravenous insulin drip and stayed in the hospital for less than 24 hours. No further information available.